Manufacturer narrative:
H.6. Investigation: one sample was received for evaluation. Upon visual examination, no anomaly or leak was found therefore the leak between the protector and vial could not be verified. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based upon the visual inspection of the sample received and the investigation, we were unable to determine the root cause for this incident. H3 other text : see h.10.

Event description:
It was reported that bd phaseal¿ protector p14j leaked from the connection. This was discovered during use. The following information was provided by the initial reporter: customer connect the vial and p14j with assembly fixture and prepared eribulin(chemo), it leaked from the connection.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector p14j leaked from the connection. This was discovered during use. The following information was provided by the initial reporter: customer connect the vial and p14j with assembly fixture and prepared eribulin (chemo), it leaked from the connection.